Event description:
It was reported that during a stenting treatment procedure removal difficulties were encountered. The 75% stenosed target lesion was located inside a graft of the mildly tortuous rca. Two wires, a non bsc wire and a filterwire ez were advanced to the lesion and the filterwire ez was deployed. A promus stent was then deployed over the filterwire, while the non bsc wire was left along side the filterwire ez during the entire case. After stent deployment, the retrieval sheath was used to retrieve the filterwire ez. At this point the retrieval sheath would not advance to the filterwire ez to allow for retrieval of the basket. After several attempts the physician pulled the whole system back to try and get the filterwire ez out. The filterwire ez was caught on the previously placed stent and pulled the stent back proximal along with the filterwire ez basket. At this point the filterwire ez basket broke off the wire and was left hanging in the proximal part of the graft along with the promus stent. The physician then put in a second stent to secure the filterwire ez basket to the vessel wall. There was a 10% residual stenosis of the promus stent. There were no reported complications and the patient's status was well.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).